Event description:
It was observed that during the evaluation, the ultrasonic broncho fiber videoscope exhibited that due to adhesive peeling around bending tube, connection between bending section and distal end is detached. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to adhesive peeling around bending tube, connection between bending section and distal end is detached. Based on the results of the investigation, the root cause of the additional reported failure(s) indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.